Event description:
It was reported that patient underwent a procedure that utilized an interference screw on (B)(6) 2015. During the procedure, the surgeon noted that the screw inside the package was a different size than what the label indicated. Another screw of the correct size was available to complete the procedure without delay. There was no injury to the patient as a result.

Manufacturer narrative:
Decision was made to recall based on an investigation which identified that a mixed order occurred. This could potentially lead to revision surgery if an incorrect sized screw was unnoticed and utilized during an initial procedure.